Event description:
Same case as MDR ID# 2134265-2014-07477, 2134265-2014-07478 and 2134265-2014-07479. It was reported that stent thrombosis occurred. In (B)(6) 2014, angioplasty was performed. Vascular access was obtained via the right femoral artery. The 75% stenosed, 80x2.5-3.00mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous left anterior descending (lad) artery. Following the advancement of a fl4 6 fr mach 1 guide catheter and a pt graphix guidewire, predilation was performed with a 2.0x20 maverick balloon catheter resulting in 30% residual stenosis. Subsequently, a 20 x 2.75mm taxus¿ liberté¿, a 24 x 2.50mm taxus¿ liberté¿, a 28 x 2.50mm taxus¿ liberté¿ and a 16 x 2.50mm taxus¿ liberté¿ were advanced and implanted to treat the lesion in the proximal, mid and distal lad. Post dilatation was performed with the ¿same stent balloon¿. The stents were well positioned and well apposed. It was noted that antiplatelet medications were administered prior to, during and then post procedure. Antiplatelet therapy post procedure was indicated as tirofiban for 24 hours and clopidogrel and aspirin every 24 hours. Three days post procedure, the patient returned with symptoms of dyspnea and q wave elevation. Cardiac catheterization was performed which revealed occlusion of the lad with a thrombus at the ¿edge of the stent¿. Angioplasty was performed with an unspecified maverick balloon catheter which flattened the thrombus against the vessel wall. Heparin and tirofiban were administered. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).